Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow alarms on (B)(6) 2021. According to the account, the patient was found unresponsive that day and had a positive drug screen. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured multiple low flow alarms on (B)(6) 2021. No other notable findings were identified. The pump appeared to operate as intended at the set speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until (B)(6) 2021, when the patient ultimately expired. The pump was not returned for evaluation (MFR # 2916596-2021-04094). The heartmate 3 lvas instructions for use (IFU) states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18oct2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found down at home on (B)(6) 2021 for an undetermined amount of time. A bottle of oxycodone was found with patient. The drug screen was positive for benzodiazepines and cocaine. The patient had chest compressions and 2 defibrillator shocks before it was realized the patient had a left ventricular assist device (lvad). The event resolved when the patient was intubated in the field, given IV (intravenous) fluids, and started on vasopressor agents. The log file review captured low flows. The pump was seeing a reduction in blood volume. The low flow alarms resolved with IV fluids and optimizing the patient. The patient was admitted and an electroencephalogram (eeg) showed abnormal results of moderate diffuse cerebral dysfunction on (B)(6) 2021. On (B)(6) 2021 the progress note stated that the patient was more alert, oriented and cooperative. The patient was confused to place and time, mildly weaker on right side, and followed commands. On (B)(6) 2021 the patient's disposition was pending trajectory of mental status improvement.